Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing and was determined to meet performance specification requirements. A review of the device event history revealed no system errors, anomalies, hardware device failures or iipv events that could have caused or contributed to the reported event. A review of the device service history revealed no failures. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. Pd therapy was ongoing at the time of death. The cause of death was not reported. It was unknown if an autopsy was performed. No additional information is available.